Manufacturer narrative:
Samples or photos have not been received for analysis of the incident in question. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR review: the final assembly batches respectively used in the claimed final were analyzed as the tests of presence of "foreign/no-foreign matter" and were no records of this defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Bd was unable to confirm the customer complaint for the claimed defect. Based on the investigation results the root cause was not found for this complaint.

Manufacturer narrative:
Medical device expiration date: unknown the initial reporter indicated cat # 381123, and lot # 6292230 for this incident. However, according to manufacturing records, lot # 6292230 does not exist for cat # 381123. Therefore, device manufacture and expiration dates are unknown. Device manufacture date: unknown the initial reporter indicated cat # 381123, and lot # 6292230 for this incident. However, according to manufacturing records, lot # 6292230 does not exist for cat # 381123. Therefore, device manufacture and expiration dates are unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use, there was spherical foreign matter on the bd angiocath¿ IV catheter 22g x 1.16 in. There was no report of injury or medical interventions